Event description:
The trocar was inserted through the abdominal wall, it punctured the meso colon, and significant bleeding resulted. However, the patient did not require or receive a blood transfusion and surgisteel suture was applied to stop the bleeding. Consequently, the surgeon failed to insufflate the abdomen prior to insertion of trocar. Procedure : lap gastric bypass patient status: patient discharged on the 2nd day.